Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. End user called stating that she likes the product a lot, however, the tennis ball came out of it and that made her unhappy. She states she cannot use them now as she is afraid another ball will fall out. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown, serial number/date code is unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.